Event description:
It was reported that an administration set could not be primed. The user switched out the set with one from a different lot number. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the affected device was received for evaluation. The device was visually inspected and functionally tested (underwater pressure test) per product specifications. Flow obstruction in the assembly between the injection site and the tube was observed, verifying the reported condition. The cause was determined to be associated with excess solvent application during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.